Manufacturer narrative:
The complaint is not confirmed. No functional discrepancies were observed. The unit passed all bench tests before and after conducting a four hour burn-in verification test.

Event description:
It was reported that the pump would not stop ramping up the inflow as it got going. The chamber filled up and it would alarm and stop. The rep tried power cycling with the same result. They changed the tubing to complete the case.